Event description:
It was reported that the patient presented to the clinic for routine check up. Upon interrogation, two instances of high impedance were noted on the right ventricular lead. All electrical values were in range during follow up. No intervention was performed. The patient would continue to be monitored.